Event description:
It was later reported that the patient had bladder problem so wasn't using stimulator. The patient went to hcp (healthcare provider) and now using it again. It was set at 1.5v in program 1. The patient stated nothing was wrong with stimulator, it was his health. The patient had chemo and radiation and wasn't urinating. Chemo/radiation started september and that's when stim was turned off. It was back on now. No issues with device.

Event description:
It was reported that a patient¿s urine flow was less and less for the past three to four months. The patient¿s healthcare provider initially used a leg bag, but was now using a valved catheter. The patient reported having ¿some sort of cell¿ in his bladder and wasn¿t sure if the cell was blocking his urine flow. He was getting radiation and chemotherapy to address the issue and was hoping he would have urinary control again when his treatment was done. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va06fgu, implanted: (B)(6) 2013, product type: lead. (B)(4).